Event description:
It was reported that the implantable neurostimulator was implanted into the patient after the use before date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot #j0322294v implanted: (B)(6) 2003 explanted: na, extension model 3095-10 implanted: (B)(6) 2012 explanted: na, programmer model 3031a (B)(4).